Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient was being evaluated for a stroke, and it was unknown if it was related to the device or therapy. MRI compatibility guidelines were reviewed. No further complications were reported or anticipated with this event.